Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that this transvenous right ventricular (rv) lead had reached an rv threshold of 2.5 volts at the one month check. A follow up for troubleshooting was going to be done; possibly also a lead revision to address this issue. It was noted that the pt is pacemaker dependent. To date, info suggests that this lead is still actively in service. Investigation is considered closed at this time. If new info becomes available, this report will be further evaluated and updated.